Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor broke. No surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Information was received indicating that "it (the impactor) cracked" due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable as there is no allegation of deficiency. Further updates will only be provided if additional information is received that changes the regulatory determination.